Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set soft cannula needle is bent event on (B)(6) 2025. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007192, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007192 was manufactured according to the work instruction (wi) version 97 and manufactured in the machine multivac 14 on 20/may/2024, with a total of (B)(4) units. Moulding lot: the lot 4e03017 was manufactured according to the wi version 36 and manufactured in the machine ls18 on 18/may/2024, with a total of (B)(4) units. The lot 4e01677 was manufactured according to the wi version 36 and manufactured in the machine ls18 on 10/may/2024, with a total of (B)(4) units. The lot 4e01905 was manufactured according to the wi version 36 and manufactured in the machine ls19 on 10/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.